Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the stent remains implanted and the delivery system was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a wallstent enteral uncovered stent was implanted to treat gastric outlet obstruction due to pancreatic mass in the pylorus during a duodenal stent placement procedure performed on (B)(6) 2020. Reportedly, the patient's anatomy was tight and was not dilated prior to stent placement. According to the complainant, during the procedure, the stent was completely deployed; however, the stent was slow to fully expand. A different stent was implanted inside the wallstent to facilitate the expansion of the stent and to promote luminal patency. The stent remains implanted and the physician was comfortable leaving the stent in place as the second stent created the desired patency. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable and good.